Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the user getting shocked by the controller anytime it touches bare skin was not confirmed. The heartmate 3 system controller was returned and a log file was downloaded. The submitted log file showed data spanning approximately 13 days ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). There were no notable atypical alarms active in the log file. The returned system controller was functionally tested and passed all steps without issue. The controller was disassembled for inspection of the internal components and no issues were observed. The leakage current from the controller housing to earth ground was measured at approximately 4.8 microamps. This is under the specified 60601-1 limit of 10 microamps. It is unlikely that a person would feel this low level of current, and it poses no safety risk of electric shock as it meets requirements for electrical safety. The controller was connected to 3 different known working test mobile power unit¿s (mpu¿s) and testing for current leakage using both a normal ac mains configuration and an isolation transformer setup. This setup was brought to various circuit breaker panels in an attempt to recreate the scenario in different environments, but the reported event of the user feeling an electrical shock could not be reproduced. The current leakage measured on the controller at the different panels remained approximately 5 microamps of current with approximately 85vac, which is still under the 10 microamp limit. The voltage observed at the controller housing, as well as its variability among different ac mains configurations, supports that the patient¿s wiring of their electrical panel and outlet is the source of the reported event. As the paint on the metal housing of the controller was worn away, the patient was able to sense the voltage applied to the controller housing. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on (B)(6) 2017. The heartmate patient handbook section 4 ¿ ¿living with the heartmate 3¿, subsection ¿static electricity¿ states that static electricity occurs when two objects come into contact. You can receive a static shock when doing things such as: folding or changing bedsheets, taking laundry out of a dryer, dragging your feet on a carpet, or touching the screens of older tvs or computers (lcd and led screens are okay). Fabrics like wool, silk, and synthetic materials can build up static electricity. Use cotton fabrics where possible. Static electricity is common when the air is dry. A humidifier can make air less dry and reduce static electricity. You can reduce static electricity by using products such as: a humidifier to add moisture to the air, dryer sheets and fabric softeners in clothes and bedsheets, anti-static spray on carpets and other materials, skin moisturizer on your skin, and cotton fabric clothing and bedsheets. The heartmate patient handbook section 3 ¿ ¿powering the system¿ explains that to avoid the risk of electric shock, the mobile power unit (mpu) must be plugged into a properly-tested ac electrical outlet that is dedicated to mpu use. Do not use portable, multiple outlet (power strip) adaptors or extension cables. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient complained of being shocked by the controller anytime it touched bare skin. Upon assessment, there were multiple areas of wear on controller edges where protective coating was gone and bare metal was showing. The controller was successfully changed without incident. The new controller issued was serial number: (B)(4).